Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient became unconscious and his brother called an ambulance. The paramedics checked the bg which was 44 mg/dl and they also checked the cgm reading at the time which was 84 mg/dl. The patient was given a 40 mg glucose injection by the paramedics and two glasses of apple juice while still at home. He was taken to the hospital, but no other treatment was provided there. At the time of the report the patient stated he was fine, feeling shaken, but with no injuries. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.